Manufacturer narrative:
(B)(4). Insulin pump passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed, or power loss errors were noted during testing. Self test returned an unexpected pump error. Pump error is confirmed in the formatted history file due to a cold solder joint at the u1 keypad assembly. No unexpected audio/vibrate anomaly, absence of alarms were noted during testing. The top third of the left belt clip rail broke off. Also the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken clip rail. Customer also reports failed battery test alarm alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.